Event description:
The bedside nurse asked the transport nurse (PICC "team" member) to change the PICC dressing, which had loosened. The chest x-ray showed that the line was no longer central. The transport nurse attempted to re-thread a new line. While attempting to remove the old line catheter, it broke with five cm remaining in the patient. The patient had to have the line fragment removed under fluoroscopy.